Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Review of the submitted log file showed the system operating as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's weight was estimated from most recent provided. Manufacturer report number # 2916596-2021-00579. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for log file review. There were no unusual events found in the event history. However, the patient did admit that there was pain at the driveline exit site. 1 week prior to admission, the patient's suppressive bactrim had been discontinued secondary to nausea/vomiting. The patient had (B)(6), abdominal pain, worsening of purulent drainage, chills, and redness tracking up the abdomen. The patient was treated with intravenous antibiotics inpatient and then transferred to the united kingdom for further evaluation and driveline debridement.